Event description:
It was reported that this right ventricular (rv) lead exhibited increase in shock impedance measurements. The shock impedances were at 110 ohms 12 months ago and recently jumped up to 115 ohms. The values had reached to 126 ohms couple of months back. Technical services (ts) recommended shock options. This rv lead remains service. No adverse patient effects were reported.